Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to put the pump into storage mode and will use multiple daily injections as backup therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer and instructed them to return the problematic pump within 10 days. The customer acknowledged and understood all guidance and procedures.